Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d4 primary UDI number, d8, h3, h4, h6. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device defect caused blackout. In addition, probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the broncho videoscope had no image. The issue occurred during a diagnostic procedure, before sedation. The procedure was completed using the same device. There were no reports of patient harm.